Manufacturer narrative:
Product is not expected to be returned for evaluation at this time.

Event description:
Customer states that her aviva system reads in mmol/l, rather than mg/dl. Customer indicates that a reading of 10.3 was obtained on the device. No actions taken based on device result.